Event description:
Received an electronic report from a hemodialysis facility that reported an allergic reaction to this analyzer. The facility was contacted and the initial verbal report from the rn stated that the patient had dyspnea, back pain, and chest pain. Additional information of this event identified that the patient had started her hemodialysis treatment, when within 10 minutes became unconsciousness. CPR was given. A saline bolus was given and the patients blood was reinfused. The treatment was discontinued. The patient was alert at this time. The patient was transferred to the ER and admitted to the hospital. The medications administered for this event were epinephrine and atropine IV. The patient contiues hemodialysis with use of a different dialyzer prescription. A companion sample is available. Also noted was that this patient was treated with the wrong dialyzer for this treatment, she was supposed to be dialyzed with an f70. The patient also take digoxin 0.125 mg po every day.